Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had high blood glucose and was assisted by paramedics. Ran and fixed prime test and customer stated that the insulin pump is working. No further information was provided.